Manufacturer narrative:
Correction to MFR report number 3030677-2023-01477. The customer received remote support from the customer care solution center. The local philips remote service engineer (rse) determined that the therapy capacitor needed replacement and provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. Based on the information available, the cause of the reported problem was a defective therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a quote for the replacement of the therapy capacitor. However, the customer did not accept the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: customer received remote support from the customer care solution center.

Event description:
It was reported the device therapy delivery test failed. There was no patient involvement.